Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who reported they turned ins on and off. Patient reported they were scheduled for replacement which was done on (B)(6). Issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient started seeing the eri message on the programmer when she went to shut the stimulation off. There was a dissatisfaction with ins longevity. The patient said that her first device lasted 10 years and the patient was nervous and confused why her current device only lasted 4 years since they were both non-rechargeable devices. The patient was directed to follow up with their hcp for replacement. The patient said that she wanted her original ins back because she didn't want to keep going through surgeries every 4 years or so. No further complications were reported.